Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. The aortic neck was short in length 8-9 mm with a 45 degree angulation. The non-contrast CT did not show whether there was thrombus, but there was some calcium in the aortic neck. It was reported that the initial plan was to do an open repair on this patient because of the short neck and when the patient came in, the patient requested the physician to try endovascular repair. After the bifurcated stent graft was implanted, there was a proximal type 1 endoleak. The physician implanted a talent aortic cuff type 1 endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Endoleak; aortic neck was short in length 8-9 mm with a 45 degree angulation.